Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred and the ventilator failed to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.